Event description:
Reporter stated that, in 2008, patient was hospitalized for fluid overload without subacute pulmonary edema and relapse of atrial fibrillation. Patient's blood glucose was reportedly measured, on a laboratory instrument, with a result of 6.6 mmol/l. Later that evening, patient was prescribed extraneal, 2 l/night (a labeled interferent for the accu-chek test strips). At 7:00 am, on the following day, patient's blood glucose measured 11.0 mmol/l on the accu-chek go system. Physioneal (2 l) was administered from 8:00 am - 11:00 am. At 11:00 am, extraneal therapy (2 l) was resumed. At 12:00 pm, patient's blood glucose was reportedly tested, using the accu-chek go system, with a result of 13.5 mmol/l. Four hours later, patient's blood glucose was retested on the go system with a result of 8.5 mmol/l. At this time, patient was reportedly treated with 20 units novomix 30 insulin and 8 units actrapid insulin. Patient subsequently experienced hyperosmolar coma (glasgow scale - 4), without focal neurological sings or meningeal syndrome. Patient's body temperature was 38.5 degrees celsius and symmetrical myosis of pupils was noted. At this time, patient was taken over by the smur (service mobile d'urgence et de reanimation) emergency care mobile unit. Patient was reportedly intubated. At 5:49 pm, a laboratory test measured patient's blood glucose at 1.1 mmol/l. A cerebral CT scan was unremarkable. Patient was reportedly transferred for shock therapy in the intensive care unit before extubation and re-equilibration of blood glucose. Sedation was discontinued and patient woke up completely with no neurological deficiency. Patient was alert and conscious and extubation was performed without any particular problem. On an unspecified date, patient developed signs of pulmonary overload with inspiratory and expiratory rhonchi and desaturation, which required urgent peritoneal dialysis. Additionally, patient experienced urinary infection with pyuria and hyperthermia at 38.5 degrees celsius. Crp was 58 and wbc was 12300. Patient was extubated and transferred to nephrology unit. A pulmonary infectious syndrome was diagnosed and treated with antibiotherapy and respiratory kinesitherapy. Evolution was slowly favorable, the same for neurological condition: absence of sensitive-motor deficiency, persistent confusional state. On ten days later, patient died.